Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was damaged and there was moisture present in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: there was moisture present in the battery compartment. The display lens was free of moisture. The leak test was performed and leak was observed. The battery compartment was also cracked. There was no further moisture present in the device. Unrelated to the original complaint, the display was dim and discolored.